Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s son found the patient lying on the bed unresponsive and could not talk. The cgm was displaying 'sensor error,' and was not alarming. The patient's son did not know the duration for the sensor error and assumed that the sensor error may have occurred all night. A blood glucose (bg) finger stick was checked by the patient's son and he stated it was under 30 mg/dl and the paramedics were called. The patient was treated with orange juice and a glucose tablet. Paramedics were concerned about a possible stroke and transported the patient to the hospital where he was diagnosed with a 'bad' hypoglycemic reaction. The patient was hospitalized to monitor cognitive function, elevated kidney lab values, and his diabetes. The son did not know what medications were given or any bg finger stick values during hospitalization. The patient¿s cognitive and kidney function stabilized and was discharged home after 5 days in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.